Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.

Event description:
It was reported that the patient with this lead sought medical attention due to an inappropriate shock. During the follow-up interrogation, high out of range pacing impedance measurements were exhibited. Due to the recent impedance changes and only one year of remaining battery life of the associated device, the physician elected to surgically intervene and replace the faulty lead. The chronic lead was surgically abandoned and another device and lead implanted without reported complications.